Manufacturer narrative:
The previous received by MFR date provided in the supplemental medical device report was incorrect. The correct date was 11/16/2016. (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there was one additional complaint associated with the lot for the reported issue. The root cause for the defect experienced by the customer cannot be determined. No additional action is required at this time. (B)(4).

Event description:
An ophthalmic surgeon reported the valve trocars were found have "no valve system" during the procedure and leaked continuously. The product sample was retained. There was no known patient harm. Additional information was requested; however, none has been received to date. New information: confirmation of date received pending: I am used initial date of first receipt listed. As it appears the company representative may have been aware of the details at that time. The surgeon utilized trocar plugs to address the valved trocar leaking. The procedure was completed during the same session and there was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the valve trocars were found to have "no valve system" during the procedure and leaked continuously. The product sample was retained. There was no known patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon utilized trocar plugs to address the valved trocar leaking. The procedure was completed during the same session and there was no harm to the patient.